Event description:
It was reported that when using the bd pyxis¿ medflex 2000 the quantity was not found. The user tried to pull a medication, but the cabinet mentioned an error that there was not enough of the medication in the cabinet. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the system displayed a quantity of zero in the cubie when attempting to issue the medication. A technical support specialist (tss) confirmed with the customer that there were 2 tablets in the cabinet. The users did not have permission to perform a cycle count, and no staff at the facility currently had cycle count access. Further the tss instructed customer to contact the pharmacy and request a stat issue for the medication. The system functioned as intended after the technical support specialist guided the customer.